Event description:
It was reported that the patient underwent implantation of an intraocular lens which was removed and replaced during the same procedure, which required an incision enlargement due to the capsular bag being unable to support the intraocular lens. In addition, one suture was placed during the surgery. It was also stated that there were no complications and the patient was doing well after the procedure. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing facility for inspection. A visual inspection showed that the lens was cut in at least two (2) pieces. There was a small piece missing. The lens was identified as a toric lens. The returned lens sample was received damaged and thus no further analysis could be performed. Investigation of the returned lens sample showed no non conformances. Based on the manufacturing record and historical review no deviations were found during this investigation. There were no process and/or material changes within the production order. No deviations were noted. There were no associated nonconformity material reports with respect to the production order. There were no deviations noted within the environmental monitoring records. There were no deviations noted in the sterilization records. Based on the initial report the complaint is not considered to be product quality related. All pertinent information available to abbott medical optics has been submitted.